Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
B3: estimated date. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The prostar device referenced is being filed under a separate medwatch report number. (B)(4).

Event description:
It was reported through a research article identifying proglide and prostar devices that may be related to the following: bleeding, dissection, stenosis, perforation, pseudoaneurysm, hematoma and unspecified device malfunctions. Details are listed in the attached article, titled "comparison of proglide vs. Prostar in patients undergoing transcatheter aortic valve implantation".

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The reported patient effects of hemorrhage, dissection, stenosis, perforation, pseudoaneurysm, and hematoma, are listed in the proglide instructions for use as potential complication associated with the use of suture-mediated closure devices. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.